Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.